Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. The patient reported that her first ins was removed because it was sticking out of the body and wasn¿t working and couldn¿t use it. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.